Event description:
It was reported that a tibial articular surface provisional instrument fractured during sterile processing. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) - provisional bottom. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.